Event description:
Power surgical stapler load #1 did not completely fire properly leaving non-intact tissue. The knife blade did not completely cut along the length of the staple load. Load #2 did not fire completely as well (as noted by areas on the staple load that appear depressed). Doctor had to over-sew the areas of bowel where the loads did not fully engage. Ethicon rep present during case.